Manufacturer narrative:
The investigation of delivery issues and product damage (cannula kink) has been completed. Impella 5.5 was returned and catheter kinks were found at 27cm, 31cm and 36cm. No cannula kinks noted. Delivery issue: the root cause of the delivery issue was not determined due to insufficient clinical details. Catheter kink: the cause of the catheter kink was not determined due to lack of clinical details. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ h10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-29588.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that implantation of an impella 5.5 was aborted due to a kink in shaft of the catheter. No patient harm was reported.